Event description:
A report was received that the patient was experiencing midline tenderness over the anchor site. The patient underwent a revision procedure wherein the anchor was stuffed deeper. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing midline tenderness over the anchor site. The patient underwent a revision procedure wherein the anchor was stuffed deeper. The patient was doing well postoperatively.